Event description:
A customer reported that the coulter act diff 2 analyzer generated a falsely low platelet (plt) result for one (1) patient sample. Review of the laboratory information system (lis) printout also shows a low white blood count (wbc) result for this patient. Instrument flagging could not be determined since only lis printouts were provided for this event. Erroneous results were reported out of the lab. Due to a critical low message on the lis printout for the platelet result, the patient was sent to another lab and redrawn. Results of this sample were considered correct. There was no death, injury or change to patient treatment associated with this event. The customer stated that no other patients had critical low results and that the part-time weekend technician should have re-mixed and rerun the sample prior to releasing the results out of the laboratory.

Manufacturer narrative:
Sample collection information was not provided. The instrument was performing within quality control specifications and controls were run before and after the event. A field service engineer (fse) was dispatched for the event. The fse performed a decontamination service procedure and replaced the diluent filters. Platelet backgrounds were in specification. No problems were observed and the fse validated the system. Root cause for the initial low wbc and plt results is unknown.